Event description:
It was reported that the catheter was being exchanged over a guide wire due to a cracked female luer. During the procedure the arterial lumen tore just distal to the cuff. Near the end of the procedure the pt developed shortness of breath then respiratory arrest. The pt was intubated and stabilized. "It is unknown as to the etiology of the sudden change is respiratory status."